Event description:
The peritoneal dialysis (pd) patient reported that her second solution bag was doubled in size with yellow fluid after she completed her pd treatment on the liberty cycler. The patient's heater bag and 1.5l bag were almost empty. The patient discarded the tubing. The patient had received a m42 patient vacuum too high alarm during drain. The patient mentioned she was released from the hospital yesterday due to pain during her drain. She was in the hospital for 2 days. The cycler was replaced. During a follow-up call, the pd nurse stated that the patient had been experiencing excruciating shoulder pain that she was hospitalized for 2 days. The patient stated that she felt the cycler was pulling too hard during the drain.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse was unable to verify the hospitalization event. The patient had stated that she was confused about dates and timing of the reported event. The pd nurse stated that the patient's hospitalization was due to hypotension and dehydration. The patient had repeated drain complications. Per the fmc associate medical director, the patient's pain was fleeting and not related to the liberty cycler. The patient's previous hospitalization was not cycler related. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and there was no indications of fluid found in the cassette compartment. A simulated treatment was performed without any noted problems or failures. A system air leak test, valve actuation test, patient sensor calibration check, and scale calibration check passed. Further evaluation found no device malfunctions that would have caused the reported shoulder pain event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.